Event description:
It was reported that the implanted pacemaker alerted due to atrial arrhythmia burden. Review of the device data demonstrated that the alert was due to farfield r-wave oversensing. Technical services recommended review of the atrial sensitivity. The pacemaker remains in service and no adverse patient effects were reported.